Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient history showed a pump off/ low flow alarm on the morning on (B)(6) 2024 while hospitalized for pneumonia with stable vital signs. The clinic was unsure why the alarm occurred. Log files were submitted for review and captured low flow events on 05dec2024 and 06dec2024 along with several intermittent low flow flags between 03dec2024 and 08dec2024 that did not persist long enough to trigger low flow alarms. These occurred at times when pulsatility index was elevated. It was noted that the pump speed dropped to 250 revolutions per minute (rpm) on (B)(6) 2024, caused by an intentional pump stop that was activated at the system monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed via log file analysis. Data was reviewed in the submitted log files from the reported event date of 09dec2024. The log files captured the pump stop command being received from the system monitor at 04:02:20, resulting in the pump stopping. The log file captured pump off and low flow hazard alarms associated with the pump stop event, as intended. The pump was started again at 04:02:21 and ramped up to the set speed as intended. The remainder of the data reviewed captured the system operating as intended. No other notable alarms were captured in the log file. Provided information indicated that additional details about the reported event were not available. The system monitor was not returned for evaluation. The root cause of the reported event was unable to be determined via this investigation. Although the reported event was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigation issues related to system monitor atypical screen behavior. The device history records were unable to be reviewed due to the serial number of the system monitor being unknown. Heartmate 3 instructions for use (IFU) section 4 ¿system monitor¿ explains how to use the system monitor. This section explains the pump stop button. This section states ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed." Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and low flow hazard alarm conditions, and the actions to take when the alarms occur. Heartmate 3 instructions for use (IFU) section f entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.